Event description:
It was reported that the ins was implanted 139 days after it's use-by date.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v761180, implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).